Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer declined troubleshooting as customer disconnected the infusion set tubing from the cartridge tubing and pushed insulin though the infusion set tubing using a syringe. Insulin drops were seen existing the tubing. Blood glucose was 400 mg/dl.